Manufacturer narrative:
Citation: rashid hn. Bioprosthetic aortic valve leaflet thrombosis detected by multidetector computed tomography is associated with adverse cerebrovascular events: a meta-analysis of observational studies. Eurointervention. (B)(6) 2018;13(15):e1748-e1755. Doi: 10. 4244/eij-d-17-01062. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding association of bioprosthetic aortic valve leaflet thrombosis detected by multidetector computed tomography (mdct) with adverse cerebrovascular events. This is a review article and all data were collected from multiple centers between january 2000 and may 2017. The study population included 1,566 patients and unspecified number of which were implanted with medtronic corevalve and evolut r. The serial numbers were not provided. Among all patients in-hospital and all-cause mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: transient ischemic attack (tia), cerebral vascular accident (cva), myocardial infarction (mi) and leaflet thrombosis. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.